Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: red spot on forehead and numbing. Their meter allegedly would only prompt messages "error 4 and error 5". The result on their meter was: unable to test. Treatment: not treated. No further info has been reported.